Event description:
It was reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. Customer's blood glucose level was not impacted. Technical support instructed the caller on how to properly press the button, but the issue persisted. Consequently, the decision was made to replace the pump.